Event description:
The lead was explanted due to capture anomaly. An attempt was made to reposition the lead however, the helix would not function.

Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported capture anomaly. The electrical characteristics of the lead were found to be normal. Mechanical and visual analysis found dried body fluid in the helix and on the distal coil, preventing from extending/retracting. The distal coil wires were twisted as a result of over-torque applied to the lead.